Event description:
Patient contacted dexcom technical support to report cgm inaccuracy and claimed readings were off by 100 to 200 points. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.